Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the colon during a lower gastrointestinal dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon dilatation procedure was performed in stages using the corresponding inflation pressure (12 mm is to 3 atm for 2 minutes, 13.5 mm is to 4.5 atm for 2 minutes). After completing the two specified sessions, the balloon has ruptured after being inflated for approximately 1 minute at 15 mm is to 8 atm. The procedure was already completed successfully with the original device. There were no patient complications reported as a result of this event.